Event description:
The nurse states the cautery was not cauterizing. Additional info received from the nurse stated the staff did not set up the cautery properly. There were bits of blood and bss that prevented the cautery from functioning. The surgeon used sutures to close the wound. The surgeon did not fault any alcon product for the problem. The surgeon stated the pt is doing well.

Manufacturer narrative:
The nurse stated the cautery was disposed of after surgery. The company service rep examined the system and no problems were found. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional reports associated with this system. A review of service requests for the last 24 months did not indicate any additional related reports for this system. (B) (4). (B) (4). (B) (4).